Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. .

Event description:
It was reported that during the procedure, as the wand was connected to the quantum 2, it started continuously alarming. A competitve device was used to complete the procedure. No reported patient injuries. No other complications were noted.

Event description:
It was reported that during the procedure, as the want was connected to the quantum 2, it started continuously alarming. A competitive device was used to complete the procedure. No reported patient injuries. No other complications were noted.